Event description:
It was reported that medfusion 3500 pump, system failure force sensor bridge test. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated, found 'force sensor bridge test' displayed at power up. The problem was due to fluid ingression into the plunger head and the force sensor. The cause of the reported problem was traced to customer care of the device. A manufacturing or service DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or service of the device.

Manufacturer narrative:
Additional information was received confirming there was no patient involvement. Device received corrected data: the device serial number was corrected.